Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one participant (female) in a health check generated a non-reactive architect anti-hcv assay result. One year earlier, this same patient tested reactive for hcv on the axsym and ortho platforms. The current sample was then tested by the ortho methodology and generated a reactive result. The patient has not been treated for hcv. Controls are within specifications. The customer suspects a false non-reactive result with the architect platform. The sample was sent to a reference lab for testing and generated non-reactive results with their architect anti-hcv assay (lot 50104hn00) and reactive results with the axsym hcv assay (lot 56618lf00). Controls at the reference lab were within specifications. The results from the reference lab correlated to the customer's results. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were received from the customer site. A retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, lot number 50100hn00, that contains the same bulk material as architect anti-hcv, lot number 50104hn00 was used in the investigation. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels were tested with the respective lot number. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv, lot number 50100hn00 was in acceptable performance range. Additionally, for the two commercially available seroconversion panels the same bleeds were found reactive with comparable s/co values as with randomly tested three other current on-market lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 50104hn00 is compromised. As part of the investigation a review of the complaint and manufacturing records for the architect anti-hcv reagent kit, (relabeled in other country), lot number 50104hn00 was conducted. This review did not identify any problems relating to the customer's observation. To exclude a potential product deficiency of architect anti-hcv, complaints for potential false negative results since 2007 were reviewed and no trend could be observed due to false negative patient result complaints. Based on the results of this investigation, it has been determined that the architect anti-hcv reagent, lot number 50104hn00, is currently meeting its safety, effectiveness and label claims. No deficiency related to the performance of the device was identified. This is a final report.